Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. The customer required the assistance of the school nurse and was given sugary foods and liquids to address bg level. A system check performed with tandem technical support indicated that the pump was operating as expected. A recommendation was made for the customer to contact the healthcare provider regarding bg levels.